Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4 lot: unknown lot: possible lots: j2400123, j2309102, j2400453, j2309103 d4. Expiration date, h4: lot: j2400123 mfg. Date 20-jan-24 exp. Date - 20-jan-29 lot: j2309102 mfg. Date 14-dec-23 exp. Date - 14-dec-28 lot: j2400453 mfg. Date 29-feb-24 exp. Date - 28-feb-29 lot: j2309103 mfg. Date 16-dec-23 exp. Date - 16-dec-28 h3 evaluation: documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. Complaint sample set-2 : total two complaint samples of drain with trocar were received for evaluation, both the products were checked visually, below were detailed observations: product-1. Sticked marks were present on trocar, nearby drain-trocar joint. Also, similar chip-off marks on upper surface of the drains were found. Complaint sample set-3 : one complaint sample of drain with trocar was received for evaluation, product was checked visually, and found that sticked marks were present on trocar, nearby drain-trocar joint. Also, similar chip-off marks on upper surface of the drains were found. Complaint sample set-5 : total 6 complaint samples of drains with trocars were received for evaluation, all six products were inspected visually, below were detailed observations: 1. Two out of six complaint sample : sticked marks were present on trocars, nearby drain-trocar joint. Also, similar chip-off marks on upper surface of the drains were found. 2. Four out of six complaint sample : no negative observation was identified. Complaint sample set-6 : one sample of only drain with a total 8 complaint samples of drains with trocars were received for evaluation, all products were inspected visually, below were detailed observations: 1. Sample of only drain - there were chip-off marks visible on the drain surface. 2. One out of eight complaint sample : sticked marks were present on trocars, nearby drain-trocar joint. Also, similar chip-off marks on upper surface of the drains were found. 3. Seven out of eight complaint sample : no negative observation was identified. Complaint sample set-7 : a total of five complaint samples of drains with trocars were received for evaluation, all products were inspected visually, below were detailed observations: 1. Two out of five complaint sample : sticked marks were present on trocars, nearby drain-trocar joint. Also, similar chip-off marks on upper surface of the drains were found. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number of the product which demonstrated the alleged deficiency (j2400123, j2309102, j2400453 or j2309103)? Unk. Please perform and document the follow up attempt for product return. The device has been shipped. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) hiromi tokuyama. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported a patient underwent an unknown orthopedic surgery on an unknown date and a drain was used. The drain tube and trocar needle were removed from the adhesion, and the drain tube was used, but drainage failure occurred. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: possible lot numbers are j2400123, j2309102, j2400453 and j2309103, unknown if they are the correct lot numbers. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number of the product which demonstrated the alleged deficiency (j2400123, j2309102, j2400453 or j2309103)? We got this info from the actual product on jan_28_2025. Lot number of ip-02285090: j2400123, j2309102, j2400453 and j2309103 please perform and document the follow up attempt for product return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.